Event description:
It was reported that the pulsavac plus battery pack produced heat after use. When the nurse opened the cover of the battery pack, the liquid scattered from the battery and caused a spark.

Manufacturer narrative:
The device was not returned to the manufacturer due to the hospital had discarded the product. The investigation is still on-going, and a follow-up medwatch will be submitted when the investigation is complete.